Event description:
The customer reported the system displayed a pre-charge voltage error message at boot up. This error is likely to prevent the system from booting to a usable state. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was evaluated and replaced. The fse also noted that the cpu board was overheating. The cpu board was replaced. The system was tested and found to be working as intended and returned to service.